Event description:
It was reported that there was air in the tubing which occurred on the homechoice (hc) device during dwell 2 of 3, patient was connected. The home patient (hp) stated that they woke up during the dwell and noticed that the heater bag was disconnected. The hp stated that they pressed stop and reconnected the bag. The technical service representative (tsr) advised the hp to end therapy and the hp stated that they would use manual supplies to finish the therapy. There was no patient injury or adverse event associated with this report. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.